Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) treatment procedure a balloon rupture occurred. The 90% stenosed target lesion being treated was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. First, a 1.50mm and a 2.00mm non-bsc balloon catheters were advanced to the lad and failed to inflate. A 2.00mm nc quantum apex balloon catheter was then advanced to the lesion and inflated. Then the 15x2.75mm nc quantum apex balloon catheter being used for pre-dilation was advanced to the lesion and on the first inflation it ruptured at 14 atms. The device was successfully removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention (pci) treatment procedure a balloon rupture occurred. The 90% stenosed target lesion being treated was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. First, a 1.50mm and a 2.00mm non-bsc balloon catheters were advanced to the lad and failed to inflate. A 2.00mm nc quantum apex balloon catheter was then advanced to the lesion and inflated. Then the 15x2.75mm nc quantum apex balloon catheter being used for pre-dilation was advanced to the lesion and on the first inflation it ruptured at 14 atms. The device was successfully removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the nc quantum apex monorail device was received for analysis with no original packaging. There was blood and contrast in the distal lumen and balloon. A pinhole was located 7mm from the proximal edge of the distal markerband. Magnified inspection of the balloon material presented no indication of any material or manufacturing deficiencies that could have contributed to the pinhole. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).